Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by sales that the tibia rotating platform metal rod broken. It was from an mrh implant. Surgeon had to revise with a new mrh baseplate and changed the gmrs femur component as it is a 20 year old implant. The new mrh is not compatible with the old gmrs femur component. As the primary surgery was done 20 years ago, the implant is already obsolete from the market. Therefore when the surgeon revised the mrh implant, the gmrs has to be revised too to match the new mrh tibia rotating platform. The result of breakage was a fall from patient. Product is not available for return as patient insisted to keep the implant.

Event description:
It was reported by sales that the tibia rotating platform metal rod broken. It was from an mrh implant. Surgeon had to revise with a new mrh baseplate and changed the gmrs femur component as it is a 20 year old implant. The new mrh is not compatible with the old gmrs femur component. As the primary surgery was done 20 years ago, the implant is already obsolete from the market. Therefore when the surgeon revised the mrh implant, the gmrs has to be revised too to match the new mrh tibia rotating platform. The result of breakage was a fall from patient. Product is not available for return as patient insisted to keep the implant.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown mrh tibial component was reported. The event was confirmed through clinician review of the provided medical records and through evaluation of the provided photograph. Method & results: product evaluation and results: no product was returned for evaluation however, a photograph was provided. The photograph shows a recently explanted mrh tibial rotation component. The device appears fractured. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event from malaysia and represents a male patient, dob (B)(6) 1964 whose date of implantation is listed as (B)(6) 1995 (approx.) And explantation (B)(6) 2020. The event description states: " ...tibia ... Rotating platform rod broken ... Mrh implant ... Revision with new mrh baseplate and changed gmrs femur as it is 20 years old ... Implant not compatible ... Already obsolete from the market ... Breakage ... A fall from patient." Undated x-ray: ap left knee - modular distal femoral replacement tka with proximal femur not visualized, cemented tibial stem with transverse displaced fracture at proximal tibial stem, knee reduced. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. While the supplied x-ray appears to confirm the event description of a broken tibial component, insufficient data is available to create a medical report for this case. Product history review: could not be performed as no lot information was provided. Complaint history review: could not be performed as no lot information was provided. Conclusion: the event of crack/fracture was confirmed through clinician review of the provided x-ray and through review of the provided photograph. The exact cause of the event cannot be confirmed as insufficient information was provided. Additional information such as clinical or patient medical history, patient demographics, operative reports and dated serial x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.